Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es device with upload stopped. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the device displayed a notification stating, "device with upload stopped and retry mode" in the health sight viewer. A technical support specialist (tss) successfully resolved the issue. No further communication was received. The system functioned as intended after the technical support specialist investigated the issue. The tss reported the device with upload stopped and retry mode issue was caused by an end user dispensing medication for a patient who has been purged from the system after discharge. The tss use the following knowledge articles to resolve the issue, "retry mode: tx. Encounteritemtransaction on patientallergyset table" and "how to decrypt station db for backup".